Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that because of the overhang in a new feeding system, it is screwed down very tightly and is almost impossible to loosen. The kocher is tried and therefore quick breakage of the piece. No injuries occurred. Per additional information provided on 30-jun-2022, when changing the feed line, they don't get the screw cap open, so they have to put force on it and use kocher forceps to try to loosen it. However, this doesn't work and a crack appears in the y part of the y-port causing a leak. They use powdered milk which goes through the feed line, they themselves think it is because of the sugar that the twist cap no longer opens due to the hardening of the sugar.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on october 07, 2021. A physical sample was not received for the investigation, but a video was provided. The video was inspected, and the reported issue was confirmed. A corrective and preventative action has been initiated to address the reported issue. This complaint will be used for tracking and trending purposes.